Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify the following information you provided on the complaint submission form: you stated - action user took to mitigate/resolve problem during procedure: code: ec45a with lot # n9110c. Please confirm if this device was used to complete the procedure or did this device also have a product issue that needs to be reported? The device ec45a (lot: n9110c) was used only to complete the procedure.

Event description:
It was reported that during a rectosigmoidectomy by video procedure, surgery of colon lowering due to a tumor. The stapler was opened by the representative in the room and a load that was assembled by the instrumentation technician properly. The stapler was given for the surgeon who performed the stapling normally. After it was done, the surgeon tried to open the device and it failed. They were made several attempts without success with the tissue trapped within the jaws. Then, the button was pressed to open and release the straight (rectum) of the jaw, but without success. Then, the top cover of reverse was opened by the doctor and only then the stapler was opened and disarticulated. The product was replaced by another to the surgeon complete the rectum stapling. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55d89. The analysis found that one pse45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.